Event description:
It was reported that the pts underwent open posterior instrumented fusions with tlif procedure using peek interbody devices and rhbmp-2/acs. It was reported an unknown time post op that four pts experienced non-unions at l5-s1.

Manufacturer narrative:
(B)(4): (non-union). A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor the films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.